Event description:
The patient presented to the hospital in sinus rhythm at about 33 bpm with shortness of breath and tiredness. The device could not be interrogated and no pacing was seen. The device had previously exhibited inappropriate measured data at a follow-up in june, 2001. At that time, the telemetry link was broken and re-interrogation revealed appropriate measured data. Follow-ups since implant observed various magnet rates and battery voltages.